Event description:
It was reported to boston scientific corporation that a zebra guidewire was used in the ureter during a holmium laser lithotripsy and double j stent placement procedure performed on (B)(6), 2021.during the procedure, in the physician's assessment the tip of the guidewire may have caused a perforation in the patient's ureter. However, it was reported there was no malfunction with the zebra guidewire. The procedure was completed with this device.post procedure, on (B)(6), 2021, the patient experienced abdominal pain. A computerized tomography examination revealed urinary exosmosis. It was reported that this caused the boston scientific double j stent to shift in position. The double j tube stent was removed and replaced with a new one.additional information received on (B)(6), 2021:the stent device was placed after holmium laser lithotripsy. In addition, the zebra guidewire was not used at the same time as the holmium laser. Urinary exosmosis refers to extravasation of urine. Perforation with the zebra wire was not observed under fluoroscopy during the procedure.

Manufacturer narrative:
Block h6 (patient codes): patient code e2114 captures the reportable event of patient's ureter perforation. Patient code e0504 captures the reportable event of patient's extravasation of urine. Block h6 (evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zebra guidewire was used in the ureter during a holmium laser lithotripsy and double j stent placement procedure performed on (B)(6) 2021. During the procedure, in the physician's assessment the tip of the guidewire may have caused a perforation in the patient's ureter. However, it was reported there was no malfunction with the zebra guidewire. The procedure was completed with this device. Post procedure, on (B)(6) 2021, the patient experienced abdominal pain. A computerized tomography examination revealed urinary exosmosis. It was reported that this caused the boston scientific double j stent to shift in position. The double j tube stent was removed and replaced with a new one.